Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the communicator was warm and the power cord hot when the patient moved and plugged it in. The patient also observed a burning smell. The communicator will not power on. Due to potential damage, the company representative informed about the communicator replacement and product return. No adverse patient effects were reported.